Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value of 489 mg/dl. Customer got an insulin flow blocked alarm at work after which blood glucose went up even more. Customer tried treating for high blood glucose with insulin pen. Customer was then hospitalized over night on (B)(6) 2021 where they were treated with intravenous drip. It is unknown if automode feature was in use at the time of the event. Insulin pump will not be returned for analysis.